Event description:
An ipp device was implanted on 10/13/94. Connectors were revised on 5/30/95. The cylinders and pump were removed from the pt and replaced on 8/14/97 due to a leak, tubing too short to reconnect-connector broken, and right cylinder discoloration.